Event description:
Upon returning to the first aid vehicle, a first aid attendant allegedly noticed "smoke" inside the vehicle. Investigating further, the attendant opened the vehicle door, smelled an acidic odor and saw the defibrillator battery lying on the vehicle floor, damaged. A black sooty substance was also observed to be deposited inside the vehicle. The attendant complained of discomfort in the throat and chest as well as a cough associated with the fumes inhaled from inside the vehicle. The attendant was seen by a doctor and told attendant might experience discomfort for approximately 24 hours but a complete recovery is expected.